Event description:
The biomedical engineer (bme) reported that the vtach alarms were not issued on the central nurse's station (cns) for 2 telemetry transmitters. The customer stated that the issue was resolved. Qa asked them how the issue was resolved, but they were unresponsive and did not provide details on how the issue was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the vtach alarms were not issued on the central nurse's station (cns) for 2 telemetry transmitters. The customer stated that the issue was resolved. Qa asked them how the issue was resolved, but they were unresponsive and did not provide details on how the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming for v-tac for two telemetry transmitters. No patient harm was reported. Investigation summary: on a follow-up from the customer, they indicated that the issue had been resolved, but no other information was provided on how it was resolved. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are incorrect alarm settings for v-tac, incorrect monitored parameter settings, or sound/alarm indicator issues. A review of the history of the serial number identified no similar events. The root cause of the event could not be identified. No corrective action would be performed at this time.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming for vtach for two telemetry transmitters. No patient harm was reported.